Manufacturer narrative:
This report is being supplemented to provide additional information that was received from the user facility regarding the reported issue. The foreign material could not be identified. Reportedly, the user reprocesses the device correctly, however, the user delays the precleaning sometimes.

Event description:
Additional information was received from the user facility regarding the reported event (patch on displayed image, wrinkled connecting tube and play in angulation): the intended procedure was a therapeutic endoscopic retrograde cholangiopancreatography (ercp). The procedure was completed using another device. The procedure was delayed for approximately five to ten minutes with no clinical impact on the patient.

Event description:
The customer reported there was a patch on the displayed image, the connecting tube was wrinkled, and there was play in angulation. The reported issue occurred while preparing the subject device, prior to an unspecified procedure. There was no patient or user injury reported due to the event. An olympus field service engineer (fse) visited the customer site and inspected the device. It was observed there was a patch/shadow on the endoscopy image, the connecting tube was wrinkled, and there was play in angulation in all directions. The subject device was returned to an olympus service center for evaluation. Upon inspection and testing of the returned device, foreign material was observed in the forceps elevator. This report is being submitted for the malfunction found during evaluation (foreign material in forceps elevator). Additional details have been requested regarding the reported issue.

Manufacturer narrative:
During inspection and testing, the foreign material found in the forceps elevator was suspected to be due to insufficient cleaning of the device. The reported issue (shadow in image) was confirmed and found to be caused by damaged ccd (charge-coupled device) unit. The reported issue (wrinkled connecting tube) was also confirmed. The reported issue (play in angulation) was also confirmed. It was observed the bending angle was out of specification, and there was play in the angulation knob, due to wear of the angulation wire. In addition, service found there was a leakage from the scope connector, and the adhesive on the bending section cover was detached. The connecting tube, the scope cover, the grip, the universal cord, the scope connector, the scope connector cover, and the plastic distal end cover was scratched. The investigation is ongoing; therefore, a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause could not be determined. It was confirmed that foreign material was found adhered to the forceps elevator, however, the specific material could not be identified and the cause could not be specified. It was noted that the customer is trained on reprocessing as per the instructions for use (IFU) by omsi field service but it is likely that reprocessing steps were not fully performed at the user facility, or reprocessing was delayed/insufficient. The following information from the instructions for use (IFU) pertains to this event. The reprocessing manual states if cleaning, disinfect, and sterilization of endoscope was insufficient, the device may pose an infection control risk to the patient and/or operators performing the next procedure with the endoscope. All channels of the endoscope, including the elevator wire channel where fitted, must be cleaned and high-level disinfected or sterilized during every reprocessing cycle, even if the channels were not used during the previous patient procedure. Otherwise, insufficient cleaning and disinfection or sterilization of the endoscope may pose an infection-control risk to the patient and/or operators performing the next procedure with the endoscope. Olympus will continue to monitor field performance for this device.